Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. The patient reports they had been vomiting. Once at the hospital the patient reports upon removal of their pod the cannula was found to be bent. The patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital the following day. The patients pod will not be returned as it has been discarded.